Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 406 mg/dl. The customer forgot to deliver the dinner bolus and was the suspected cause of the high bg and the customer was also sick. A bolus via the pump was delivered to address the bg level. The customer declined tandem technical support's offer to troubleshoot.